Event description:
Meter was reading inaccurately erratic. A pt reported blood glucose results of "170 mg/dl and 200 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. No injury or harm was alleged. Troubleshooting was not performed due to two failed check strip tests. The pt was cleaning the meter according to the owner's manual. Also, the techniques for applying the blood to the test strip and for cleaning the puncture site were correct.